Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "scan again in 10 minutes" and was unable to obtain readings. It was further reported that the sensor eventually gave readings again and low readings were obtained. The customer drank juice, then reported a capillary result of 420 mg/dl. The customer required third-party administration of insulin provided by their friend. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.